Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements that were greater than 2,500 ohms. Oversensing, undersensing, and pacing failure were noted on the electrograms. The lead was reprogrammed to the unipolar pacing configuration, which produced a pacing impedance measurement of 490 ohms; however, undersensing and pacing failure were still observed. The patient experienced some dizziness even though there was an intrinsic rhythm of 60 bpm. A lead fracture was suspected. A revision procedure was performed two days later. This lead was surgically abandoned, and a new pacing lead and device were implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not able to be returned, so clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.